Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving effective pain relief. X-rays were taken and revealed lead migration. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.